Event description:
Procedure type: lobectomy. According to the reporter: when the mechanism was to be reopened with the pathology piece inside, the mechanism did not open to release the pathology piece. The cartridge was stuck on tissue and did not open. Used another device without further consequence. Medical intervention required: fired a second load next to the first, taking more lung. Unanticipated tissue loss: 12mm extra tissue. No reinforcement material used. Nothing fell in the surgical cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Patient current status reported as recovering.

Manufacturer narrative:
(B)(4).